Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near both proximal and distal ends of thermal filament mid-form. Leakages occurred from the slits, about .05 inches long and extended underneath thermal filament cover. A CAPA is in process for slit in catheter body related to balloon inflation.